Event description:
It was reported that the downstream occlusion (dso) seal was ripped during testing. The reported issue may allow fluid ingress into the pump. It could lead to interruption of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Manufacturer narrative:
D4 - primary UDI number, h4 - device MFR date: corrected. D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a ripped downstream occlusion (dso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a ripped dso seal.